Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the physician had difficulty advancing an .035 guide wire through the introducer. Another introducer was used to finish the procedure. The physician tested the introducer again with an .035 guidewire post procedure and still had difficulty inserting the wire through the introducer. While removing the guidewire from the introducer, a white unidentified foreign object emerged with the guidewire

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found. Corrective actions are in process.